Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon did not deflate. The 75% stenosed lesion was located in a moderately tortuous and non calcified forearm shunt. At first the mustang 6.0 x 40, 40cm balloon catheter would not inflate but then the balloon rapidly inflated to 4 to 5 atms. The physician attempted to deflate the balloon but although the gauge of the encore inflation device decreased to zero atms, the balloon did not deflate. The encore was exchanged for another encore inflation device but the balloon was still not deflated. A needle was used to burst the balloon. The balloon was retrieved from the patient without issues. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified no kinks or damage along the shaft. The device was attached to an encore inflation unit however, during attempts to inflate the balloon, two pinholes were found in the balloon material. The first pinhole was located at approximately 4mm proximal to the proximal edge of the proximal markerband. The second pinhole was located at approximately 18mm distal to the distal edge of the proximal markerband. Although the complaint does state that the physician had to use a needle to burst the balloon, it is noted that two pinholes were confirmed. Although, the balloon could not maintain pressure as a result of the pinhole leaks, there was no restriction inflating liquid into the balloon and when a vacuum was pulled, the balloon deflated. The shaft was dissected and an examination of the lapweld area identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon did not deflate. The 75% stenosed lesion was located in a moderately tortuous and non calcified forearm shunt. At first the mustang 6.0 x 40, 40cm balloon catheter would not inflate but then the balloon rapidly inflated to 4 to 5 atms. The physician attempted to deflate the balloon but although the gauge of the encore inflation device decreased to zero atms, the balloon did not deflate. The encore was exchanged for another encore inflation device but the balloon was still not deflated. A needle was used to burst the balloon. The balloon was retrieved from the patient without issues. No patient complications were reported and the patient's status is good.